Event description:
On (B)(6) 2012, the reporter contacted animas alleging that over the past eight to twelve months the patient had been experiencing erratic blood glucose and stated he thinks the pump may not be delivering accurately. The reporter stated the patient's bg has been as high as 400 mg/dl with no signs or symptoms of hyperglycemia, and as low as 21 mg/dl with confusion and appearing "vacant." The reporter did not provide details as to how the elevated bgs were corrected, but noted that the patient required his assistance to correct the low bgs. The reporter stated that at times he had to pry the patient's mouth open to give her juice for low bgs. The reporter did not provide specific dates for the alleged bg excursions. The reporter confirmed that there were no hospitalizations or hcp assistance in treatment of the high and low bgs. The reporter declined to troubleshoot at the time of the contact with animas customer support. The reported high bg does not meet the definition of a serious injury. This complaint is being reported because the patient allegedly experienced severe hypoglycemia requiring the assistance of another person while using insulin pump therapy, and due to the allegation that the pump was not delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation could not be performed due to an unrelated issue. A review of the pump¿s black box and history revealed data from the time of the complaint on (B)(6) 2012 was overwritten due to continued use until 04/23/2014. The pump¿s basal totals in the total daily dose correlate appropriately to the programmed basal rate.